Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) unknown radial head. Part and lot numbers are not available for reporting. Other number-UDI: unknown part number, UDI is unavailable. D6: initial date of implant is unknown and was reported as an unknown date in 2016. G5 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed (B)(6) 2017, due to patient pain. The patient was initially implanted with an unknown synthes radial head and stem prosthesis on an unknown date during 2016. Postoperatively, the patient was complaining of pain, and a decision was made to have the devices removed. During the (B)(6) 2017 revision surgery the radial head and stem were both removed intact and without issue. This report is for one (1) unknown radial head. This report is 1 of 2 for com-(B)(4).